Manufacturer narrative:
Explant due to endocarditis about 4.5 years after the device was implanted was reported. The investigation found that there was both active and healing prosthetic valvular endocarditis. There was a vegetation on leaflet 1 which consisted of fibrin with neutrophilic inflammation and necrosis. Special stains were negative for organisms, consistent with treated endocarditis. There was a thin layer of fibrin on leaflets 2 and 3. No significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the endocarditis could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta valve was successfully implanted. In (B)(6) 2023 (date unknown), the patient presented with repeated fevers and visited the facility for a follow-up. (B)(6) 2023(date unknown), the patient was admitted to facility. After undergoing a detailed examination (bacterial examination), an infection was discovered and diagnosed as pve (prosthetic valve endocarditis). The patient did not have a history of endocarditis, recent dental work, or injury from a non-sterile object. On (B)(6) 2023, device was explanted and a 23mm epic supra valve was implanted as a replacement. Upon explant, there was dehiscence observed at the non-left commissure. The physician alleged that the patient had aortic regurgitation relating to prosthetic valve endocarditis. The patient is stable.